Event description:
"Boston scientific received information that this device battery status declared end of life (eol) due to an extended charge time of greater than 32.5 seconds. The device delivered one shock, post shock the charge time decreased to 17 seconds. The patient stated that they had heard tones emitting from the device for several weeks. The device was explanted and replaced with a competitor device. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.